Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the nozzle. There was no physical damage to the locations of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. According to the methods for procedure in line with the instructions for use below, we determined the suggested event can be detected / prevented. The instruction manual operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope nozzle expelled foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Foreign matter remaining in the air and water nozzle was collected and analyzed for its components, revealing that it was a substance containing silicates and organic silicones. The results of the component analysis did not allow for a specific origin, but it is possible that the silicates are limescale, and the organic silicones are antifoaming or other chemicals. The cause of the foreign material remaining in the device could not be identified, as no problems were found with the facility's reprocessing. It is speculated that for some reason, chemicals that had adhered during the procedure or water droplets remaining after reprocessing could not be completely removed, causing the air/water nozzle to become contaminated. Because the malfunction could not be reproduced, the location of the failure could not be determined and the cause could not be identified. However, when the switch was disassembled and the inside of the product was inspected in detail, it was confirmed that the switch contacts had worn down and metal powder had been generated. Furthermore, when the repair history of the actual product was investigated, it was confirmed that the switch parts had not been replaced since delivery. Based on the above facts, it is believed that the cause of the malfunction may have been unstable contact due to deterioration of the switch contacts over time. Olympus will continue to monitor field performance for this device.